Event description:
On (B)(6) 2012, pt reported, the up button on the infusion device does not respond to press during boluses. This first began one week prior to the report. Pt boluses approx 3 times per day and the button does not remain flat after it is pressed. Both buttons functioned as intended during the troubleshooting call. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.